Manufacturer narrative:
Device is a combination product. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/18/2018 05:13 pm CT. The report number is being corrected from: 2134265-2018-64125 to: 2134265-2018-63531.

Event description:
It was reported that shaft break occurred. A 2.75 x 16 synergy drug-eluting stent was selected for treatment. However, during procedure approximately 20 cm from the hub the shaft kinked and broke before inserting the device into the patient's body. The procedure was completed with a non bsc device. No patient serious injury or adverse event were reported. Synergy ous mr 2.75 x 16 mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip found no damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along several locations of the catheter and a hypotube break 705 mm distal from the distal end of the strain relief. A visual and tactile examination of shaft polymer extrusion found no issues. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. A 2.75 x 16 synergy drug-eluting stent was selected for treatment. However, during procedure approximately 20 cm from the hub the shaft kinked and broke before inserting the device into the patient's body. The procedure was completed with a non bsc device. No patient serious injury or adverse event were reported.